Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that only half of the display will appear when entering values into the bolus request menu. Customer stated that the issue would be resolved by backing out of the bolus request menu and re-entering values. The screen would completely illuminate as intended. The customer's blood glucose level was 173 mg/dl. Reportedly, the pump would continue to be used for insulin therapy.